Manufacturer narrative:
(B)(4).

Event description:
The spinal segment of the intrathecal catheter was nicked during an unrelated back surgery. Catheter repair was scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.